Event description:
It was reported that the lead was attempted but not used during the implant procedure. The physician experienced placement difficulty with the lead. The helix of the lead would not extend during placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and within specification. If information is provided in the future, a supplemental report will be issued.